Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable was frayed and due to poor water-tightness of cable unit, water tightness is lost. The cause of the frayed cable could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera experience cable frayed, can see wires. The event happened during maintenance. There were no reports of patient involvement.